Event description:
It was reported that tip detachment occurred. The left subclavian artery contained an l shape bend. The vasculature was moderately tortuous. The native aortic valve contained symmetrical calcification and severe stenosis. A 14f isleeve introducer sheath was prepared in accordance with the instructions for use (IFU). The 14f isleeve introducer sheath was advanced into position. An acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position. The acurate neo2 valve was deployed in a high position and remained positioned at the native annular level with approximately 1mm of the lower crown of the acurate neo2 valve extending into the left ventricle. The acurate neo2 valve was not well anchored. When the acurate neo2 tf ds was withdrawn, the acurate neo2 valve moved. The 14f isleeve introducer sheath was positioned in the ascending aorta towards the aortic arch. An interaction between the 14f isleeve and acurate neo2 valve occurred and the tip of the 14f isleeve introducer sheath detached and fell inside the left ventricle. The detached tip could not be retrieved. The procedure was completed with a valve in valve implant of an unknown manufacturer's valve. No patient complications were reported. The patient has fully recovered.

Event description:
The left subclavian artery contained an l shape bend. The vasculature was moderately tortuous. The native aortic valve contained symmetrical calcification and severe stenosis. A 14f isleeve introducer sheath was prepared in accordance with the instructions for use (IFU). The 14f isleeve introducer sheath was advanced into position. An acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position. The acurate neo2 valve was deployed in a high position and remained positioned at the native annular level with approximately 1mm of the lower crown of the acurate neo2 valve extending into the left ventricle. The acurate neo2 valve was not well anchored. When the acurate neo2 tf ds was withdrawn, the acurate neo2 valve moved. The 14f isleeve introducer sheath was positioned in the ascending aorta towards the aortic arch. An interaction between the 14f isleeve and acurate neo2 valve occurred and the tip of the 14f isleeve introducer sheath detached and fell inside the left ventricle. The detached tip could not be retrieved. The procedure was completed with a valve in valve implant of an unknown manufacturer's valve. No patient complications were reported. The patient has fully recovered. It was further reported that the native aortic annulus diameter was 26.4mm. The 14f isleeve was advanced via the left subclavian access site. No issues advancing the acurate ds through the 14f isleeve were noted. The previously reported acurate neo2 valve was size large. The previously reported interaction between the 14f isleeve introducer sheath and acurate neo2 valve occurred as the 14f isleeve introducer sheath was being removed and resulted in the acurate neo2 valve being dragged from the ascending aorta towards the aortic arch. The final position of the acurate neo2 valve was in the aortic arch. The valve implanted as a valve in valve was a small acurate neo2 valve. The patient has been discharged and is doing fine. It was further reported that during the isleeve retrieval there was an interaction between the isleeve itself and the embolized acurate neo2 valve and it was later confirmed by measuring the isleeve length that there was 1 cm missing. Only one isleeve was used in the procedure.

Manufacturer narrative:
Device technical analysis: returned device consisted of only the 14f isleeve introducer sheath. The 14f isleeve dilator was not returned. All three seams of the sheath were expanded, consistent with expected device use. There were also three kinks identified along the sheath of the 14f isleeve introducer sheath and the tip was torn along the seam. Inspection of the inner diameter of the sheath and tip revealed no abnormalities. The effective length of the 14f isleeve introducer sheath was measured and found to be within specification. Detailed materials testing was performed to assess the presence of hydrophilic coating and confirmed that the unit was coated appropriately. Despite the observed damage, (ie. Seam expansion and kinks along the sheath length as well as a tear in the tip along the seam line) there was no evidence of a missing portion of the returned 14f isleeve introducer sheath. Media review: the angiographic imaging provided was analyzed by a bsc quality engineer and showed the presence of radiopaque foreign material inside of the left ventricle. The acurate neo2 tf ds and the acurate neo2 valve have radiopaque marker bands; however, they are much smaller in size when compared to the foreign material visualized in the left ventricle. The characteristics of this foreign material resembled an isleeve introducer sheath tip; the foreign material had a tapered end and exhibited signs of separation consistent with an isleeve tip splitting during use.

Event description:
The left subclavian artery contained an l shape bend. The vasculature was moderately tortuous. The native aortic valve contained symmetrical calcification and severe stenosis. A 14f isleeve introducer sheath was prepared in accordance with the instructions for use (IFU). The 14f isleeve introducer sheath was advanced into position. An acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position. The acurate neo2 valve was deployed in a high position and remained positioned at the native annular level with approximately 1mm of the lower crown of the acurate neo2 valve extending into the left ventricle. The acurate neo2 valve was not well anchored. When the acurate neo2 tf ds was withdrawn, the acurate neo2 valve moved. The 14f isleeve introducer sheath was positioned in the ascending aorta towards the aortic arch. An interaction between the 14f isleeve and acurate neo2 valve occurred and the tip of the 14f isleeve introducer sheath detached and fell inside the left ventricle. The detached tip could not be retrieved. The procedure was completed with a valve in valve implant of an unknown manufacturer's valve. No patient complications were reported. The patient has fully recovered. It was further reported that the native aortic annulus diameter was 26.4mm. The 14f isleeve was advanced via the left subclavian access site. No issues advancing the acurate ds through the 14f isleeve were noted. The previously reported acurate neo2 valve was size large. The previously reported interaction between the 14f isleeve introducer sheath and acurate neo2 valve occurred as the 14f isleeve introducer sheath was being removed and resulted in the acurate neo2 valve being dragged from the ascending aorta towards the aortic arch. The final position of the acurate neo2 valve was in the aortic arch. The valve implanted as a valve in valve was a small acurate neo2 valve. The patient has been discharged and is doing fine.

Manufacturer narrative:
B5 describe event or problem - updated.

Event description:
The left subclavian artery contained an l shape bend. The vasculature was moderately tortuous. The native aortic valve contained symmetrical calcification and severe stenosis. A 14f isleeve introducer sheath was prepared in accordance with the instructions for use (IFU). The 14f isleeve introducer sheath was advanced into position. An acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position. The acurate neo2 valve was deployed in a high position and remained positioned at the native annular level with approximately 1mm of the lower crown of the acurate neo2 valve extending into the left ventricle. The acurate neo2 valve was not well anchored. When the acurate neo2 tf ds was withdrawn, the acurate neo2 valve moved. The 14f isleeve introducer sheath was positioned in the ascending aorta towards the aortic arch. An interaction between the 14f isleeve and acurate neo2 valve occurred and the tip of the 14f isleeve introducer sheath detached and fell inside the left ventricle. The detached tip could not be retrieved. The procedure was completed with a valve in valve implant of an unknown manufacturer's valve. No patient complications were reported. The patient has fully recovered. It was further reported that the native aortic annulus diameter was 26.4mm. The 14f isleeve was advanced via the left subclavian access site. No issues advancing the acurate ds through the 14f isleeve were noted. The previously reported acurate neo2 valve was size large. The previously reported interaction between the 14f isleeve introducer sheath and acurate neo2 valve occurred as the 14f isleeve introducer sheath was being removed and resulted in the acurate neo2 valve being dragged from the ascending aorta towards the aortic arch. The final position of the acurate neo2 valve was in the aortic arch. The valve implanted as a valve in valve was a small acurate neo2 valve. The patient has been discharged and is doing fine. It was further reported that during the isleeve retrieval there was an interaction between the isleeve itself and the embolized acurate neo2 valve and it was later confirmed by measuring the isleeve length that there was 1 cm missing. Only one isleeve was used in the procedure.